Event description:
This is an international report of a system error 2240 that occurred during dwell 3 of 3. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Actual sample was received. The complaint could not be confirmed in the lab. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed.